Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2004 - repair of incisional hernia with kugel patch. On (B)(6) 2005 - repair of multiple incisional hernias with bard flat mesh. (B)(6) 2005 - office visits: pt reports pain on right side, slight swelling. Lab reports showed no growth, incision noted to be excellent with no sign of infection. Small amount of fluid aspirated. On (B)(6) 2006 - diagnostic laparoscopy with takedown of intraabdominal small bowel and omental adhesions, partial removal of previously placed mesh, implant of non-bard mesh. On (B)(6) 2006 - pt presents with pain, constipation and diarrhea.

Manufacturer narrative:
The pt's attorney initially reported a kugel patch, which was filed with the FDA under MDR 1213643-2009-00426 when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Currently, it is unk whether the device may have caused or contributed to the alleged event. The medical records provided do not indicate a specific device failure. A partial explant was performed on (B)(6) 2006. And while it was unclear which mesh was being partially removed, the records do not indicate that it was due to a failure of the device. There were noted to be adhesions in the area of the mesh, however none specifically stated to be to the mesh itself. The product's IFU lists adhesions as a possible adverse reaction. Additionally, no sample of the partially explanted mesh has been returned for eval. Without additional info, no conclusion can be drawn.